Event description:
Pt with medport left chest for continuous "5fu" therapy. Port accessed with 20 gauge 3/4" non-coring needle with butterfly wings x 4 days of opsite dressing in place. In am pt woke with metal needle disconnected from butterfly wings. Scant bleeding from needle, 5 fu leaking from end of wings. Pt's medport open to air & at risk for bleeding and infection. Opsite dressing still intact. Pt without complaints of immediate symptoms of complications. 5 fu interrupted for undetermined amount of time.